Manufacturer narrative:
Macroscopic photo analysis and dimensional inspection were performed on the retrieved insert. The critical dimensions of the insert were checked against ip 0020062 (rev r) using standard operator self-inspection instruments. Dimensional analysis of the insert showed the periphery, a_p width, m_l with overall, t_u depth, and post width were within specification. The insert locking detail, dovetail, and locking detail dimensions could not be measured due to the deformation present. The insert has burnished areas on the articulation surfaces and scratches on the backside. Burnishing on the articulating surfaces was more apparent on the medial side than lateral side in anterior/posterior direction. The bcs post has deformation and burnishing on the posterior side from center and upwards on the post. Burnishing on the anterior post due to contact with the femoral component was observed on the anterior side. The features seen on the tibial insert indicate a degree of laxity in the joint. A journey bcs insert post would typically show a contact patch on the posterior side of the post centered in the proximal distal direction. The retrieved insert showed an area of burnishing and deformation from center and upwards of the post suggesting that the femoral component was sliding along the post in the proximal distal direction.

Event description:
It was reported that a revision of journey bcs knee was required due to dislocation.